Event description:
The user faculty reported that radial to peripheral cases resulted in a significant aortic dissection from the heart to the distal aorta. It is unclear if the glidewire advantage was the cause of the dissection. The equipment used included the glidewire advantage, 400 stiff angle glide, 119cm destination slender, and 200cm navicross. The dissection was not noticed during the procedure, but the patient later required open surgery and experienced shutdown of the opposite leg. Blood loss was less than 250cc. The reported event resulted in patient injury and required medical or surgical intervention. Surgery was necessary to repair the total aortic dissection and the clotted left leg. The event occurred post-operatively.